Event description:
Asr revision;right asr xl;reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision. Right. Asr xl. Reason(s) for revision: pain. (B)(4). Update - recreated to add the non depuy stem sentence. See below. Taken from claimsuite dated 14th october 2014 this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem